Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that dermatomes work unevenly and damaged the transplant. An additional skin graft was used to complete the surgery. The event occurred during surgery. There was no delay. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009. The previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink and the medicrea database to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired five times, the last repair being for the device switching off during use on 17 april 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 23 october 2018, it was reported from (B)(6). Ludwicka that an electric dermatome was working unevenly and would damage the transplant. The customer returned a zimmer electric dermatome serial number (B)(4) as well as a 3" width plate for evaluation. Evaluation of the device occurred on 14 november 2018 and noted that the returned width plate and the machined head on the device were damaged, but the device was within calibration and the motor ran at motor speed specifications. It was recommended that multiple bearings, spring seal, the machined head, lever, ball plunger, and damaged width plate be replaced, and the device be recalibrated. Repair of the device on 4 december 2018 and involved replacing the bearings, spring seal, machined head, lever, ball plunger, and damaged width plate. The device was then recalibrated and verified to be functioning as intended. The dermatome was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the head on the dermatome and the returned width plate were damaged and these components would cause the dermatome to improperly cut and damage a graft, it cannot be determined from the information provided as to how these failures occurred with the device. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.